Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula. The patient was alerted by alarm 2 followed by alarm 26 and a blockage was found at the site. Patient was instructed to remove site and observe cannula and it was found to be kinked. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. It was reported that the patient was unable to put new ifs on and resume insulin at this time as the patient was at work and did not have extra supplies available. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.